Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and nerve stimulation. It was further reported that the right ventricular (rv) lead exhibited high thresholds. Reprogramming occurred and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.